Event description:
It was reported by sales representative that upon getting power a small explosion and smoke came out of the unit. This triggered the fire alarm after several seconds.

Event description:
It was reported by sales representative that upon getting power a small explosion and smoke came out of the unit. This triggered the fire alarm after several seconds.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Cosmetic inspection confirmed no outward signs of damage and also no loose parts/items. The unit failed to power up, therefore, functionality tests could not be performed. The fuses were blown and further inspection of the ballast power supply revealed that ballast power capacitor had released the electrolytic fluid through the pressure release vents. This failure does not endanger the user because the capacitor releases the pressure by design and the fuses blow to protect the unit. This failure has occurred in the past due to a very old revision ballast. In this case the ballast was an older revision which is over 6 years old. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.